Event description:
It was reported that a 30mm aviator plate implanted at c5 toc7. The c5 screw was implanted and upon screw insertion the gold cross bar bent inward. The cross bar covered screw after the final locking mechanism was rotated 180 degrees. This lead to no delay in surgery.

Manufacturer narrative:
Still implanted.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer reported event of the bending of the locking spring of an aviator assy two level plate was confirmed via a stryker representative. The device remains implanted in the patient. The surgical technique states "to disengage, rock the drill guide slightly while lifting the instrument from the plate. Forcing the drill guide straight into or out of the screw hole should be avoided." An attempt to recreate the spring deformation was completed by rocking the drill guide to its limit, which caused deformation of the spring bar. Conclusion: it is unknown if the surgeon over articulated the drill guide, so this is only a possible failure mode. The root cause of the failure mode cannot be determined due to the absence of the device.

Event description:
It was reported that a 30mm aviator plate implanted at c5 to c7. The c5 screw was implanted and upon screw insertion the gold cross bar bent inward. The cross bar covered screw after the final locking mechanism was rotated 180 degrees. This lead to no delay in surgery.